Event description:
It was reported that this spinal cord stimulation (scs) the patient underwent a revision procedure to replace the leads due to high impedances, which resulted in inadequate stimulation. In addition, magnetic resonance imaging (MRI) compatibility was required. The patient was reported to be doing well postoperatively. The device was disposed of by the facility and therefore will not be returned for further analysis.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7112139 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7109299 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (B)(4). Additional suspect medical device components involved in the event: model number/catalog number: sc-2218-70 serial number: (B)(6) batch/lot number: 7110838 model/catalog description: linear st lead kit 70 cm unique identifier (UDI): (B)(4).